Event description:
The hosp reported that at the end of coronary artery bypass graft surgery, the surgeon noticed the seal had been stitched in. The sutures were removed and the surgeon used a side biter clamp to redo the anastomosis. No add'l pt complications were reported.